Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that in a laparoscopic hysterectomy procedure, the blade of the enseal got up from the jaw channel, when it was being activated in the tissue. The clamp was removed from the tissue with difficulty because the clamp was blocked. The device was replaced with another one. Surgery was delayed by 10 minutes. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch #r9325n. Investigation summary: the device was received with the top of the I-blade fractured and lifted. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.